Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was due to break in aseptic technique which was further described as "bacteria that had entered the abdominal cavity". The same day as the event onset, the patient was treated with cefazolin sodium (four times a day, intraperitoneal, discontinued after 20 days) and ceftazidime hydrate (four times a day, intraperitoneal, discontinued after 5 days) for the event. On an unreported date, the administration of reguneal hca 2.5 and extraneal were discontinued and was switched to reguneal hca 1.5 and pd therapy was continued. The patient has recovered 20 days after the event onset. It was not reported if the patient was retrained on the proper aseptic technique. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was not reported. No additional information is available.